Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, heavy menstrual bleeding, chronic pelvic pain, abdominal pain, excessive hair loss, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. In or around (B)(6) 2010 plaintiff underwent a partial hysterectomy to have the essure coils removed. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she had otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. One year and 6 months later, she underwent a partial hysterectomy to remove essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up information received on 14-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. One year and 6 months later, she underwent a partial hysterectomy to remove essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through litigation process.